Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. The device was prepped prior to use with no issues, which would suggest that the device was not damaged prior to use. The investigation determined the reported balloon rupture appears to be related to operational circumstances of the procedure. It is likely that during advancement the balloon outer surface became damaged and/or compromised against the calcified anatomy or other devices used resulting in the balloon rupture at 8 atmospheres during the first inflation. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The 6.0 x 180 mm armada dilatation catheter referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a lesion in the calcified superficial femoral artery (sfa). The 6.0 x 150 mm armada dilatation catheter was advanced to the target lesion without difficulty. On the first inflation, the balloon ruptured at 8 atmospheres (atm). The device was removed without difficulty. The 6.0 x 180 mm armada dilatation catheter was then advanced to the target lesion without difficulty; however, on the first inflation, this device also ruptured at 8 atm. The device was removed without difficulty. There was no adverse patient effect or a clinically significant delay in procedure. No additional information was provided.